Manufacturer narrative:
(B)(4).

Event description:
Per the reporter, a friend was in a car accident and their medtronic pump did not function. The pump was removed. Further details were not reported.